Manufacturer narrative:
(B)(4). On (B)(4) 2011, baxter spoke with the nurse who confirmed the patient is continuing therapy. The patient is now using luer supplies; therefore, the patient elected not to return the device. The nurse indicated it was likely discarded. The reported issue was not confirmed due to lack of sample. Based on the information obtained from baxter's investigation, the root cause was not determined. A review of the device history record shows the device passed all test requirements prior to its release from the tampa bay facility. No issues were identified that may have contributed to the reported problem of would not spike the bag during set up. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested but not yet received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
The home patient (hp) contacted baxter's technical service center to report the compact exchange device (cxd) would not spike the bag during set up for therapy on the homechoice (hc). The hp confirmed she was not connected to the hc. The hp stated the shuttle only moved in one direction. The technical service representative (tsr) initiated a swap of the device. There was no patient injury or medical intervention.